Manufacturer narrative:
The investigation found the returned microcatheter kinked at 34.8cm, 34.4cm, and 2.1cm from the distal tip; furthermore, an in-house guidewire encountered resistance during functional testing, which is consistent with the alleged product issue. Further investigation found damaged ptfe lining and exposed coil protruding into the lumen at the hub transition, which would have contributed to the resistance experienced during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process. The ptfe lining damage is consistent with attempting to advance a device into the microcatheter with the conditions present as mentioned.

Event description:
It was initially reported that the microcatheter was unable to deliver a 0.014-inch guidewire and a new microcatheter was replaced and the surgery was successfully completed. The patient was reported to be "fine". When the device was received and analyzed, further investigation found exposed coil protruding into the lumen at the hub transition.